Event description:
It was reported that this right ventricle (rv) lead exhibited an alert for a high out of range shock impedance measurement. A lead vector breakdown was performed with the patient in the clinic. The vector breakdown indicated the rv coil to right atrial (ra) coil vector and the ra coil to device can vector exhibited shock impedance measurements greater than 200 ohms. The rv coil to device can vector exhibited a shock impedance measurement of 155 ohms. Boston scientific technical services (ts) indicated to the physician that this appears to be a lead coil issue. Ts provided guidance to consider performing a commanded maximum energy shock if they change the vector programming from the triad vector to the rv coil to device vector and stated they may want to perform dft at maximum energy instead. Ts discussed the differences between daily impedance measurement values and impedance measurement values from an actual shock delivery. Ts noted the rise in shock impedance appears to be gradual. The rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricle (rv) lead exhibited an alert for a high out of range shock impedance measurement. A lead vector breakdown was performed with the patient in the clinic. The vector breakdown indicated the rv coil to right atrial (ra) coil vector and the ra coil to device can vector exhibited shock impedance measurements greater than 200 ohms. The rv coil to device can vector exhibited a shock impedance measurement of 155 ohms. Boston scientific technical services (ts) indicated to the physician that this appears to be a lead coil issue. Ts provided guidance to consider performing a commanded maximum energy shock if they change the vector programming from the triad vector to the rv coil to device vector and stated they may want to perform dft at maximum energy instead. Ts discussed the differences between daily impedance measurement values and impedance measurement values from an actual shock delivery. Ts noted the rise in shock impedance appears to be gradual. The rv lead remains in-service. No adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. There were no additional adverse patient effects.